Event description:
The customer's family member called regarding unexplained hbgs. Troubleshooting was done. It was indicated that the reservoir was leaking while performing the occlusion test. The contact was advised to have the customer change out entire set and reservoir. No further details.